Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. The review identified that the AED is functioning as designed and can stay in service.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.